Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the left ventricular lead had high threshold and was unable to pace (capture) in most pacing configurations. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.